Event description:
The customer reported the images displayed would have noise in them, or they would be black. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the interconnect cable. System operates as intended.